Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began (B)(6) 2011 at 06:00pm. At that time, the patient obtained a blood glucose result of "269mg/dl" and "280mg/dl" with the subject meter. On (B)(4) 2011 at 01:00pm the patient obtained a "50mg/dl" result from an ems meter. The patient reported that he made changes to his regular diabetes management as a response to the (B)(6) readings of increasing his insulin. The patient reported that on (B)(6) 2011 at 01:00pm he became "sweaty, confused, and exhausted" prompting him to contact ems . The patient reported that ems obtained a blood glucose result of "50mg/dl" (no subject meter result is available for this date). The patient reported receiving ems treatment of IV fluids for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that expired testing strips were being used by the patient and the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received ems treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.